Event description:
Reporter alleged customer obtained discrepant blood glucose results of 94 mg/dl back to back with a result of 39 mg/dl when testing was performed within minutes on the advantage system. Reporter alleged the customer was experiencing hypoglycemic symptoms during the time of testing and self treated with a diet soda and food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.